Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced energy log showed the instrument was installed and passed homing 1 time. There were 51 cut complete and 1 jaw angle open events noted. E100 logs show 78 seal events with no errors. System logs show no relevant errors. The instrument was used for about 9 minutes.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the surgeon experienced insufficient sealing of the uterine vessels with the vessel sealer extend (vse) instrument and e100 generator. The procedure was completed robotically. During follow up with the clinical sales representative, it was clarified that when the surgeon reported the event, he stated there wasn't any active bleeding, but the lumen of the tissue seemed to be open after sealing.